Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 10 inches. (B)(4). The complainant part would not lock during the surgical procedure and therefore was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained fractures to ribs 8, 9, and 10 approximately two (2) years ago. The patient chose not to receive treatment for the fractures at the time. Two (2) years following the initial injury, the patient complained of consistent pain. MRI imaging showed that the fractures had not healed properly, resulting in a nonunion. The patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2015 to treat the nonunion. The surgeon experienced difficulty locking the 3.0mm sternal locking screws into the two matrixrib plates at rib 10. Several screw holes in the plate did not accept the locking screws. The first plate (part 04.501.009) along with three screws (parts: 04.501.020.01, 04.501.022.01, and 04.501.024.01) would not lock and were therefore removed. Another plate and screw construct was implanted without issue at rib 10. The same three screws that were used on the first plate were removed and inserted into the second plate. The same issue occurred. Another set of screws were used. The surgeon was able to eventually create adequate stabilization using other plate holes to seat the second plate (part 04.501.005). Approximately thirty (30) minutes was added to the overall procedure time. There were no issues with the plate and screws on ribs 8 and 9. The surgeon was able to successfully complete the procedure. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Product investigation summary: one of the following device(s) was received: universal rib plate (part 04.501.009 / lot 9202635); 2.9mm ti matrixrib locking screw (part 04.501.020.01 / lot unknown); 2.9mm ti matrixrib locking screw (part 04.501.022.01 / lot unknown); 2.9mm ti matrixrib locking screw (part 04.501.024.01 / lot unknown). The returned devices are in an undamaged condition. There are slight cosmetic scratches and marks consistent with attempting to implant the devices. The three returned screws are able to be locked into each of the eight holes of the plate. The complaint condition could not be replicated. It is unknown what caused the complaint condition, but it is likely that the screws were slightly off angle upon insertion and then would not lock into the plate. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. The implants are part of the matrixrib set and the recommended use and maintenance for the device(s) are addressed in the associated technique guide. It is unknown what caused the complaint condition, but it is likely that the screws were slightly off angle upon insertion and then would not lock into the plate. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.